Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately twelve (12) years. The reason for re-operation is unknown. A 23mm transcatheter valve was implanted and the patient is reported as being hospitalized in stable condition.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to stenosis.